Event description:
During follow-up, interrogation of the device was not possible. Abbott technical support was contacted and the firmware was upgraded to resolve the event. The patient was in stable condition.